Manufacturer narrative:
Submit date: 03/01/2017. A device history review (DHR) revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all DHR are reviewed for accuracy prior to product release. One used sample was received for analysis and investigation. The sample consisted in one portion palindrome catheter. The catheter was returned inside a plastic bag and it presented signs of use (remains of blood and the catheter presented a yellow color). Furthermore, the return catheter was cut below the hub. Visual inspection was performed and a hole was found on the joint of the catheter. As per the instructions for use (IFU), the customer must perform a visual inspection prior to use. The further states: do not use the catheter if it appears damaged or defective. Catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks scrapes, cuts, etc., which could impair its performance. Do not use acetone on any part of the catheter. Aqueous-based povidone iodine, exsept, hibiclens (chlorohexidine), amukin 50%, hydrogen peroxide, neosporin antibiotic ointment, bacitracin ointment, bactroban cream, isopropyl alcohol 70%, chloraprep can be used. Inter-mixing of these solutions has not been tested and is not recommended. Based on the information, the device functioned as intended for an undetermined time and this defect was not identified prior to use; therefore it can be concluded that the product was manufactured according to specifications and functioned as intended and a cause could not be related to manufacturing activities. No harm, no trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 1/13/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer states that the tube and the y-hub have blood leakage during dialysis.